Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. There were no irregularities or damage to the handle/thumbwheel. The stent was received 12mm partially deployed. There was damage to deployed portion of the stent. The safety-lock was received in the manufacturing position. There were no irregularities or damage with the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and premature partial deployment of stent occurred. A 5x60x120 epic¿ stent was selected however during preparation of the device outside the patient, it was noted that the stent was flared and was partially opened before the yellow lock was removed. The procedure was completed using another of the same device. No patient complications were reported and patient¿s status was stable.

Event description:
It was reported that stent damage and premature partial deployment of stent occurred. A 5x60x120 epic¿ stent was selected however during preparation of the device outside the patient, it was noted that the stent was flared and was partially opened before the yellow lock was removed. The procedure was completed using another of the same device. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
(B)(4).